Event description:
It was reported that the patient experienced increased charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was recovering postoperatively. The ipg will not be returned as it was discarded by the medical facility.